Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. Investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure modes of oil gel globules and erroneous results-hepatitis b with the incident lot was not observed. Gel can be visualized on the probe, however it is inconclusive if the specimens root cause is oil gel globules. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to oil gel globules or erroneous results-hepatitis b as all samples met specifications. Complaints for sample quality are under statistical control for the month of june 2024. At this time, further testing is not indicated. Further clinical testing could not be conducted as certain infectious disease assays, in this case hepatitis b, are excluded from bd clinical laboratory protocols. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes oil gel globules and erroneous results-hepatitis b. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ there were an unspecified number of tubes with oil gel globules leading to erroneous hepatitis b results. There were no health consequences or impacts reported.